Event description:
End user was in chair when allegedly the bolt on the right hand side of the backrest sheared off. This caused the end user to fall out of the chair and injured his shoulder resulting in a torn rotator cuff.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation of a chair of equivalent construction. If and when more info can be obtained from that investigation, a f/u report will be filed.